Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery on (B)(6) 2018 during which the surgeon encountered the old mesh, which he spent the better part of an hour dissecting from the external oblique and from the cord structures. Once that was accomplished, the old mesh was removed completely. It was reported that the patient experienced severe pain, numbness, tingling sensation, impaired sexual relations, mesh dissection, mesh removal, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/23/2021.